Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon has reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient complains of poor distance vision. Additional information was provided by the surgeon that approximately one month following her cataract extraction with iol implantation procedure, the patient experienced slight inflammation and light sensitivity. Her postoperative steroid drop was increased. The surgeon felt that the vision was reduced due to dryness. The patient was given artificial tears and an anti-inflammatory topical medication. The patient returned 6 weeks following the procedure, complaining of double vision, pain, and poor vision. This is gradually worsening. The symptoms seem to be worse in the sunshine. These problems have been fairly stable since the onset and have been persistent. She also reports pain in her face and around her eyes/cheek areas which become worse by the end of the day. The vision is still very blurry far away, but okay at near/intermediate. She is unable to read street signs and feels unsafe to drive at the moment. The patient has a history of postoperative iritis which is improving. Posterior capsule opacification was noted on examination.